Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing of atrial signals on the right ventricular (rv) channel. Rv automatic gain control (agc) was programmed to 0.9 mv. Upon increasing rv sensitivity to 1 mv, electrograms (egms) were monitored for a few minutes and no crosstalk was observed. Technical services (ts) discussed troubleshooting options, and recommended defibrillation threshold (dft) testing. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.